Event description:
The customer contract reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. The pt was undergoing a CT scan while using a power injector, to deliver isovue 370, at an unspecified rate. The customer contact reported, "all scans are run at rates no greater than 5ml/second." After an unspecified length of time in use, the tubing ruptured where the slide clamp had previously been used to clamp the tubing. It was reported that, "a slight amount" of blood loss was noted. At the time of the tubing rupture, the healthcare professional put pressure on the arm of the pt to prevent any further blood loss. The tubing set was replaced and the procedure was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. This is a known issue and no eval will be performed on the customer's device. The issue of split of burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).